Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete. This device is used for the treatment of the patient. Review of the device hist records was not possible as the prod. And/or lot numbers required for retrieval were unavailable. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause fo the patient's pain cannot be determined with the info provided.

Event description:
It is reported that the patient was revised due to pain, bone fragments in the knee, and unhinged knee component.